Event description:
It was reported that the right ventricular (rv) epicardial lead fractured. The rv lead was inactivated and replaced by a transvenous rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.